Event description:
A report was received regarding a revision procedure on (B)(6) 2010, l1-l3 fusion, due to patient pain and the discovery of bilateral broken rods. On (B)(6) 2010, the patient underwent an l1-l3 fusion to treat a l2 burst fracture trauma (no screws were placed at l2). The surgeon performed the revision surgery on (B)(6) 2012 which consisted of removal of all of the initial fracture hardware from the (B)(6) 2010 surgery, an l2 corpectomy, and replacement of the l3 screws and rods from l1-l3 (no screws in l2). This is report #1 of 2 for the same event.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history record review was conducted and showed that there were no issues during the manufacture that would contribute to this condition. The contribution of any ncrs to the complaint condition cannot be determined without the return of the parts.